Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found in backup vvi mode. The cause of the backup vvi was unknown, but a device replacement is anticipated to resolve the event as the device has reached the normal elective replacement indicator. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The customer complaint of a bvvi reset was confirmed. As-received, the device was operating in bvvi mode and it had low battery voltage, due to normal usage. Reloading of the product code was unsuccessful because battery voltage was low. Analysis performed after installing new battery and reloading the product code did not find any anomalies. Original battery had depleted to end of life (eol) level due to normal usage. The implant duration was 11.15 years, which exceeded the device¿s 10.03 years projected longevity, and is considered normal battery depletion.

Event description:
Additional information received indicated that the device was explanted and replaced to address the normal elective replacement indicator. The patient was in stable condition.